Event description:
It was reported that a patient underwent a podiatry procedure and bone wax was used. The patient then developed a reaction/infection. The patient was allergic to one of the chemicals in the bone wax. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.